Event description:
On (B)(6) 2015, calibra received an anonymous survey which indicated that the patch cannula had bent upon application but the patch continued to allow the user to press the buttons and dispense insulin without locking out. The reporter indicated that the issue was noticed and the patch was replaced. No additional information was provided. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to calibra. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.